Event description:
Additional information received noted that the right ventricular lead also exhibited conductor fracture. The lead was capped and replaced on (B)(6) 2019. The patient was stable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented during follow-up in-clinic. Patient notifier was triggered and the patient's right ventricular(rv) lead exhibited high pacing impedance and high capture threshold. Tachycardia therapy was turned off. The lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.